Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01916 for the other associated device information. It was reported to boston scientific corporation that two wallflex enteral duodenal stents were attempted to be used during a duodenal stenting procedure on (B)(6), 2010. According to the complainant, the patient's anatomy was severely tortuous. During the procedure, when the first wallflex enteral duodenal stent was attempted to be deployed, resistance was encountered. The white exterior tube handle broke off, and the stent was unable to be implanted. A second wallflex enteral duodenal stent was attempted to be used; however resistance was felt during deployment, the white exterior tube handle broke off and the stent was unable to be implanted. The hospital did not have a third wallflex enteral duodenal stent; therefore the procedure was not completed. According to the physician the procedure has not been rescheduled. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01916 for the other associated device information. It was reported to boston scientific corporation that two wallflex enteral duodenal stents were attempted to be used during a duodenal stenting procedure on (B)(6) 2010. According to the complainant, the patient's anatomy was severely tortuous. During the procedure, when the first wallflex enteral duodenal stent was attempted to be deployed, resistance was encountered. The white exterior tube handle broke off, and the stent was unable to be implanted. A second wallflex enteral duodenal stent was attempted to be used; however, resistance was felt during deployment, the white exterior tube handle broke off and the stent was unable to be implanted. The hospital did not have a third wallflex enteral duodenal stent; therefore the procedure was not completed. According to the physician, the procedure has not been rescheduled. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found the stent fully mounted. There was presence of dried blood along the distal end of the shaft. The shaft was kinked distal to the radio opaque markerband at the distal end of the mounted stent. The deployment handle was detached from the outer sheath, and the outer sheath was found to be accordioned for a distance of 5mm at the proximal end. The stainless steel shaft was found to be bent. During functional analysis, an attempt was made to retract the outer sheath by hand; however this was unsuccessful. The shaft was dissected proximal to the mounted stent. The stent was deployed distally through the distal section of dissected shaft. No issues were noted with the deployed stent or the stent holder. Based on the condition of the returned device, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.